Event description:
It was reported that the customer's experienced a elevated blood glucose (bg) level of "high" although specific value was not provided. Reportedly the pump was not delivering boluses as intended. Customer administered a manual injection to address high bg. A replacement pump was sent to the customer to resolve issue.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.